Event description:
It was reported that the customer had a reservoir leak on the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer states the leak occured at the snap cap, it is a little loose. The customer did find fluid in the reservoir compartment. The customer was advised to return reservoir for analysis and transfer guard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.